Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that one of her sensors broke inside of her serter. The patient's blood glucose at the time of incident is unknown. The customer stated that the broken sensor may be stuck inside of the serter. A replacement sensor and serter was shipped to the customer and the serter in question will be returned for analysis.